Event description:
Following the 2.34 software update and an attempt to interrogate a reply device, the orchestra+ programmer was frozen. The physician unplugged the programmer three times but it still remained frozen. The sales representative had to come and reboot the programmer manually to have it working back normally.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.